Event description:
The customer contacted baxter's service center regarding a damaged transfer set. The home patient (hp) stated that she got out of the hospital the previous day. She had tried to hook up to the homechoice (hc) the previous night and had cut her transfer set out of frustration. She wanted to connect to the hc that night, but did not know how to connect the transfer set the way it was. The baxter technical services representative (tsr) explained that she could not connect and needed to call her nurse, doctor, or go to the emergency room for clinical advise. The hp understood and would call her nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Complaint no: (B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of damaged was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.